Event description:
Procedure: sigmoid resection. According to the report: after firing the device, the anvil detached after removal leaving the anvil left in the colon proximal to the anastomosis. The anvil was then recovered by a colotomy and once removed area was then closed with suture. Pt received temporary ileostomy which was not part of the operation plan. It was unclear how far the knob of the stapler may have been turned after the click and firing. Or delay time was 45 minutes, no blood loss reported.

Manufacturer narrative:
Date initial report sent: 09/09/2009.